Manufacturer narrative:
Reported event was confirmed by review of radiographs by a third party hcp noting superior dislocation, lucency along the acetabular cup. Two screws noted to appear as if they are not seated properly. DHR was not reviewed as the lot number for the device is unknown. Root cause was unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01020 0001825034 - 2020 - 01022 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00371, 0001825034 - 2020 - 00373.

Event description:
It was reported that patient underwent a left hip revision after an unknown amount of time post implantation due to dislocation. During the procedure, an infection was found. The cup and liner components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.